Event description:
The patient reported burning at the implant site which has been occurring since the device was implanted. Tests were completed and antibiotics were prescribed but burning remains. Patient services suggested an allergy test kit to be requested by the physician, and the patient was referred back to the physician. No futher information regarding the reported event has been forthcoming; the device remains actively implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.